Event description:
It was reported that patient underwent an ipg replacement procedure due to charging issue. An MRI compatible ipg was implanted. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg will not be returned.